Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown the customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown FDA device code: (B)(4). FDA patient code: (B)(4).

Event description:
It was reported that 18 unspecified introsyte introducer survey jp024 had sheath damage, sheaths not splitting as intended, broken needles, leakage, and/or damaged unit packaging before or during use. The following was reported by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced see attached excel file for complaint details."

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that (B)(4) unspecified introsyte introducer survey jp024 had sheath damage, sheaths not splitting as intended, broken needles, leakage, and/or damaged unit packaging before or during use. The following was reported by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced see attached excel file for complaint details."